Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated display was not blank currently. Customer stated the contacts the metal piece on the battery cap was came off. Customer stated battery compartment was damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The customer will discontinue to use the device.